Event description:
It was reported that the patient with this pacemaker entered lead safety switch (lss) due to high out of range right ventricular (rv) lead impedance measurements above 2000 ohms. The impedances had increased during the past few months. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended further testing and reprogramming options. This pacemaker system remains in service and was successfully reprogrammed. No adverse patient effects were reported.